Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. According to technical onsite visit history and logfile review no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a thin flap with a deviation of more than ten percent from the target flap thickness following lasik flap creation. The surgeon confirmed that the flap was subjectively too thin for him. There was a small area which was not cut or poorly cut; the surgeon was able to manually push aside the corner so that the flap bed looked inconspicuous and the ablation could be performed. Additional information requested. There are multiple reports for this facility, this report represents the left eye of patient two and additional reports will be filed.

Event description:
Additional information received; the patient experienced "gentle" striae postoperatively. No additional treatment was required and the patient symptoms are reported as recovering.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).